Event description:
In 2008, the patient was implanted with veritas for breast reconstruction. A CT scan showed that the tissue expander had shifted and pushed through the suture line, interiorly and laterally. The integrity of the veritas was compromised, with frayed edges. In 2008, the surgeon reattached the veritas as a lateral sling using ethicon ethibond sutures.

Manufacturer narrative:
No product was returned for evaluation. According to the device history record, the device met specification at the time of manufacture.